Event description:
Initial reporter indicated that their dell axim handheld computer "won't come on". Reported all connections were secure and the cables were not frayed or worn. The handheld computer is at MFR pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.